Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had high blood glucose of over 600 mg/dl. The customer stated that she woke up with high blood glucose. The paramedics were called and treated her. The customer also stated that the insulin pump alarmed no deliver. No further info was provided.